Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one photo was returned for analysis. The photo displayed one used, locked out protectiv plus needle guard assembly in open blister package without catheter assembly and sheath component. The sample displayed evidence of fluid pooling between the cannula od and nose ID and into the guard and housing components. The observed fluid pooling is highly probable to be related to either absence of or insufficient amount of the form-in-place gasket material (¿fipg¿) in the open end of the nose component. Absence of or insufficient amount of fipg will allow blood, during device insertion, to flow through the annular nose and through hole-cannula gap, resulting in blood appearing in the open guard component, and potentially flowing out of the product consistent with the photo provided by the customer. Review of the machine logbooks indicated that there were issues with the fipg dispense station at procam 1 assembly machine on (B)(6) 2024 during 2nd shift with the root cause determined to be due to a damaged dispensing blunt and a malfunctioning dispenser. As a correction, the damaged blunt was replaced and the dispenser was replaced and rebuilt. Based on device analysis, the complaint is confirmed as a manufacturing nonconformance. As a correction, this complaint is being communicated to appropriate personnel. No further correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.

Event description:
It was reported that the patient's blood leaked out of the back of the IV catheter once it was in the patient's vein. The nurse had proper ppe (personal protective equipment), and no exposure occurred. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.